Manufacturer narrative:
. Three attempts were performed to obtain additional information, but no response was received from the customer. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the subject device had no image. The issue was found during a therapeutic minimally invasive surgery and was completed using a similar device. No surgical delay and no patient harm was reported by the customer.

Event description:
It was reported, the subject device had no image. The issue was found during a therapeutic minimally invasive surgery and was completed using a similar device. No surgical delay and no patient harm was reported by the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was returned for evaluation and the customer's allegation was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on cable unit, the endoscopic image cannot be displayed. The event can be prevented by following the instructions for use which state: " never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head." Olympus will continue to monitor field performance for this device.